Event description:
It was reported that the user experienced a rollercoaster blood glucose pattern after eating carbohydrate-heavy meals, including a large burger and rice, and despite making a meal announcement, blood glucose rose to 340 mg/dl while using the ilet. Symptoms included hyperglycemia without reported physical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, with a usage issue identified related to improper or incorrect procedure, specifically meal announcement sizing for high-carbohydrate, large meals, and the event pertained to user interface interactions. The agent provided education to use the ¿more than usual¿ option for such meals, and troubleshooting and education were completed. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.

Manufacturer narrative:
Initial.